Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing fatigue. It was also reported that the right atrial (ra) lead exhibited intermittent over-sensing on stored electrograms (egms). The ra lead remains in use. No patient complications have been reported as a result of this event.